Event description:
An optometrist reported six months following lasik treatment a patient had an enhancement for overcorrection in both eyes. The optometrist also reported the patient is "currently coming and myopic, which is normal following hyperopic treatment". The patient was prescribed a topical steroid drop. The patient reported blurry vision in the right eye. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).